Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified straight superficial femoral artery. Pre-dilation was performed and a 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for dilation of the lesion. A loading tool used when advancing through the sheath. During the procedure, on the first inflation at 6 atmospheres, the balloon leaked out when it was inflated and a rupture was confirmed. The device was successfully removed. The position of the rupture was found on the balloon proximal side near the shaft. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.